Event description:
During a routine shift check by a clinicianm, the attached defibrillator displayed a "paddle fault" message with the paddles attached. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product.